Manufacturer narrative:
The t:flex user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The t:flex user guide states: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusion alarms were related to the cartridge. Customer reportedly changed the cartridge to address the occlusion alarms, and resumed insulin delivery. Customer reported changing cartridges every 7-8 days, reusing and refilling old cartridges with insulin. Tandem clinical support informed customer this is off-label per the user guide. Customer reported blood glucose level ranged from 207-400 mg/dl.